Event description:
It was reported that during a pta treatment procedure to dilate an 85% stenotic lesion in the left iliac artery, deflation and removal difficulties were encountered. A 6 fr long arrow sheath was advanced along with a platinum plus .018" guidewire. The balloon was inflated to 6 atms and deflated. The physician then attempted to retract the balloon back into the sheath but encountered difficulty. A re-wrap problem was suspected so the physician inflated the balloon again to unknwon atms. Following this inflation, the balloon would not fully deflate. The physician pulled the balloon back into the sheath and removed them simultaneously. The pt's access site was traumatized due to the difficulty in removing the balloon. Prolonged bleeding which was difficult to control occurred. The procedure was aborted at this time. The pt is reported as 'good' following the procedure.